Event description:
Tech went to take x-ray on patient. When images displayed on the screen, they were from another patient from another facility. It was caught and the correct images were displayed on the correct patient.